Event description:
The customer reported that there was no power to the unit. The operator also claimed that there was noise. Evaluation of the returned product found that there were loose screws inside the unit.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). Evaluation of the returned unit found that the internal screws were loose. In addition, the shock-absorbing material was damaged. After fastening the screws and replacing parts, the unit was inspected and x-ray exposure was conducted without problems. (B)(4).